Manufacturer narrative:
The returned valve was patent. It met the requirements for pressure-flow and pre-implantation testing. However, the valve did not meet the requirements for siphon and reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid siphoning and/or reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a multiple tears observed in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015 due to hydrocephalus after traumatic brain injury. According to the report the patient underwent a head CT scan and the ventricles were not getting smaller. It was reported the doctor adjusted the valve to pressure level 0.5, but the patient's symptoms did not improve. The report stated that cerebrospinal fluid was not found to be flowing out of the valve. It was also reported that the device was explanted on (B)(6) 2016 and replaced with another device. Reportedly, there was no injury to the patient and the patient is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.